Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge her scs ipg as recommended. Consequently, the ipg battery depleted and the ipg no longer communicated with external devices. Follow-up identified the patient had her scs ipg explanted and replaced with a new one. The reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.